Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device hum(s), but does not work was confirmed. An assessment was performed and it was observed that the device failed the power test (the unit did run during the test), but did not hum, and the upper trigger was sticking (binding). It was further observed that the coupling head was worn, the stop ring was worn, the motor was worn and was making an unusual noise, and the internal components were corroded; including the back plate of the electronic control unit (ecu). The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device would ¿hum¿, but did not work. During in-house engineering evaluation it was observed that the upper trigger of the device was sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.